Event description:
Additional information received indicated that the high capture threshold complaint was observed during a follow-up in the office. The patient was stable post procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to high pacing thresholds. No further information is available at this time.